Event description:
It was reported "pump is not charging like it used to when it was new. "There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.